Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing resulting in several tachycardia detections. Oversensing was unable to be reproduced. The patient was not pacemaker dependent. The physician will continue to monitor. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We were notified that this lead was explanted and an analysis was received. The explant date was added. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion and a damaged insulation in the region of the tricuspid valve. The insulation damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.